Event description:
When drawing up a medication the needle 25gx1" needle-pro edge safety device 100/bx, 10 bx/ca 3010043/smiths medical asd, inc-402510 bends very easily. FDA safety report ID # (B)(4).